Event description:
Smaller lumen (21 gauge) of dual lumen PICC involved. Hub cracked, cause unknown. (Possibly tubing insertion vs damage from siderail). Repair accomplished as of 5/26. Catheter remains in place without problems. On 5/21/95 extension pigtail of larger lumen (20 gauge) found leaking. Had an approx 1/4" slit hole. Repair accomplished to catheter remains in place 5/26. Had to be urokinased to clear.